Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage, shaft break, vessel dissection and chest pain occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 32mmx2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32x2.75 promus premier drug eluting stent was advanced to treat the lesion. However, during procedure after it was inflated at nominal pressure, the stent got deformed distally and was corrected with another device of the same size. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first two rows slightly distorted and stretched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile, no signs of the shaft breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage, shaft break, vessel dissection and chest pain occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 32mmx2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32x2.75 promus premier drug eluting stent was advanced to treat the lesion. However, during procedure after it was inflated at nominal pressure, the stent got deformed distally and was corrected with another device of the same size. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The patient's status was stable.